Event description:
The hcp reported the pt had a catheter kink/occlusion in the intrathecal section; the catheter tip was stuck/occluded at the distal end. The pt experienced no pain relief. The catheter was revised, and the pt recovered without sequela. The drug contained in the pt's pump was ziconotide (25.0 mcg/ml) delivering 1.99 mcg/day.